Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. The patient underwent surgical intervention where the lead was explanted and replaced with a new one restoring therapy.